Event description:
Reporter alleged the plunger on the lancet device, which is used in finger-stick blood glucose testing, is stuck in the down position. The MFR's evaluation dept determined the lancet protruded from the end of the vial cap. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.